Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the issue could not be determined, however, it likely that the issue was the result of the facility automatic endoscope reprocessor's (aer's) water filter was not being properly changed per IFU. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation . Olympus regional repair center (rrc) performed the device inspection. Device evaluation, the following findings were noted: noted no hmi detection/finding. Leak observed at a-rubber ( bending section). Image guide (ig) protector has a cut. Adhesive around objective lens has a chip. Adhesive around light guide (lg) lens has wear. Adhesive on a-rubber has a crack. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported "positive germ findings in the working channel". The issue found during reprocessing and per the report, the malfunction was not detected during an examination. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (suction channel/instrument) tested positive with the following: sampling date: (B)(6) 2023. Instrument channel / suction channel? Tested positive with enterococcus casseliflavus >160 cfu/endoscope (cellulosic microbe funkei). Report noted :the limit values of 20 cfu/endoscope channel or 1 cfu/ml for optical rinsing fluids were exceeded in the individual samples. Additionally, report noted, the following indicator germs detected: e.coli, other enterobacterales and enterococci ¿ noted : here enterococcus casseliflavus (indicators of lack cleaning and disinfection). Exam date /entry? (B)(6) 2023. Distal end/biopsy channel? Tested negative, no growth. Air/water channel? Less than (<2 cfu/endoscope) ¿ none identification. Auxiliary flushing channel less than (<2 cfu/endoscope) ? None identification. Suction channel/ instrument channel ? >160 cfu/endoscope ¿ acinetobacter baumannii not countable. Stenotrophomonas sp? Not countable. Cellulose microbe? Not countable. The limit values of 20 cfu/endoscope channel or 1 cfu/ml for optical rinsing fluids were exceeded in the individual samples. Preliminary finding on (B)(6) 2023 in addition, the following indicator germs were detected: p. Aeruginosa, other pseudomonas or non-fermenters - here acinetobacter baumannii - (indicators for contamination of the water used for final rinsing, insufficient drying and/or improper storage of the endoscope). The subject device was then sent to olympus third party for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed (performed a culture test samples from endoscopes in accordance with rki-bfarm-guideline). All channels ( distal end, instrument/biopsy/suction channel, air/water channel and auxiliary water channel ) found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. Follow up communication with the customer, the following information provided : after the first sample was taken device was used again until the microbiological results were received. Device was quarantined after a positive culture was detected. The device was reprocessed prior to sample collection, frequency of reprocessed was according to the usage. The device was last reprocessed the day before sampling. Sample taken immediately after reprocessing. Storage environment of the instrument before sampling (temperature and oxygen concentration) noted to be tls cantel endodry. Additionally, the following information were provided in customers cleaning sterilization and disinfection (cds) checklist: no patient infection. Noted no deviations or problems during processing. The pre-cleaning done/performed immediately after patient procedure. Water aspirated through the instrument/suction channel with a suction pump. Air./water channel flushed with air and water using mh-948 (cleaning adapter). Device passed the leak test. Brushed points are instrument/suction channel. Suction cylinder, instrument channel port. No defect noted on aer/ewd (scope reprocessor model cantel advantage), all channels connected with tubes when the endoscope was setting up in the reprocessor, detergent used (intercept plus 0.5 %), disinfectant used ( rapicide paa). Concentrations/ expiration of the disinfectant controlled. Water quality of the rinse water controlled, water filter was not replaced periodically. Device drying information/scope storage noted drying cabinet cantel endodry. Investigation is ongoing. This report will be supplemented accordingly following investigation.